Event description:
It was reported that during initial placement of this tunneled catheter for treatment, the cuff fell off. Another catheter was successfully placed. No patient complications were reported. This device has not been received for evaluation. Therefore, a failure analysis is not available. As a lot number was not provided, a lot history search could not be performed. Without evaluating the device, it is possible to determine if the device met its specifications. User technique during placement and/or patient anatomy may have contribured to this event. However, company is unable to determine the relationship between the device and the cause for this event. The directions for use outline appropriate placement, access and maintenance procedures.